Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer reported a bolus delivery issue. Although requested, the customer declined to provide any additional information and declined troubleshooting. There was no reported impact to the customer¿s blood glucose.